Manufacturer narrative:
Iop elevation from baseline, cataract, secondary glaucoma, secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A healthcare professional reported a case report article titled, "intractable glaucoma following upside down placement of phakic intraocular lens." The article states that a patient had inadvertent upside-down placement of an implantable collamer lens, phakic intraocular lens (piol). The patient experienced elevated intraocular pressure (iop); unilateral anterior subcapsular cataract and intractable glaucoma. Maximum medical therapy was used to treat the elevated iop. Clinical examination with ancillary investigations such as scheimpflug imaging and anterior segment optical coherence tomography revealed upside down placement of the piol. In a separate visit the lens was explanted and phacoemulsification with posterior chamber iol implantation was performed during the same sitting. Postoperatively, the elevated iop returned to normal and visual acuity was good.